Event description:
Manufactuere's ref# (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during pre-use check. Our field service engineer investigated the ventilator on site and replaced both pressure transducer printed circuit boards (pcb). The pcbs were returned for further investigation. The provided logs confirm the error. The returned pressure transducer pcbs have been tested on a ventilator and failed the pre-use check with internal leakage test, pressure transducer test and patient circuit test. Readout from the eeprom memory shows that both sensors have corrupted memory. The zero pressure was measured for both sensor and the measurements show no deviation; the wheatstone bridge was measured for both sensor and the results were without deviation. On both pcbs a microscopic investigation shows foreign object inside the sensor's cavity that most likely is the root cause of the issue. A defect pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).